Manufacturer narrative:
A supplemental MDR is being submitted to correct the reportability of the event previously reported. Based on the engineering pre-decontamination findings for the complaint device, no sheath shaft damage was observed. The 14fr esheath+ was received with introducer inserted, and dilator separately. The liner was unexpanded and the distal tip unopened. The liner is lifted 1cm in length from strain relief, and 1cm in length starting at 2cm from distal tip. Hdpe material damage was noted at the distal tip. There were scratches on the dilator and introducer. At the time of this report, the information available does not suggest the esheath+ malfunctioned, there was no use-error, or patient injury involved. Therefore, this event is no longer considered an FDA reportable malfunction.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our polish affiliates, during implant of an unknown size sapien 3 ultra transcatheter heart valve in the aortic position by transfemoral approach, the operator encountered a steep angle of insertion as well as difficulty advancing the esheath+. The esheath+ was removed, and the vessel was dilated using the 16f introducer from the kit. During the subsequent attempt to insert the esheath+, resistance was again encountered at exactly the same level. As a result, it was decided to further dilate the vessel using an 18f introducer (from a cook sheath set). In the meantime, the esheath+ was replaced with a new one from a different kit due to observed damage on the first esheath+, including noticeable deep cuts on the introducer and a slightly chipped distal portion of the esheath+. Following the additional dilation, the new esheath+ advanced without difficulty, and the delivery system also progressed smoothly. Completion angiography and post closure imaging demonstrated normal vessel flow. No patient injury occurred and the patient remained stable post procedure.